Manufacturer narrative:
Additional information for section h4 device mfg date: manufacturing date range: 12/21/2016-10/16/2023. The investigation is ongoing. A supplemental report will be submitted upon completion. A product correction letter was issued on 19oct2023 to all alinity s system customers, notifying them a precautionary label indicating the presence of dry natural rubber (latex) will be applied to the instrument. Additionally, the precautionary language regarding dry natural rubber (latex) will be added to a future version of the alinity s system operations manual. The product correction letter informs the customer that an abbott representative will schedule a service visit when the instrument label is available for application as well as the necessary actions to follow until the label is applied. H3 other text : the investigation is ongoing. A supplemental report will be submitted upon completion.

Event description:
Abbott has identified the alinity s system contains a latex subcomponent and is not labeled as containing latex. Precautionary labeling is being added to the alinity s system to inform the users of the presence of dry natural rubber (latex). The alinity s system solid waste container rubber band (ln 04u97-01) used to secure the biohazard bag to the solid waste container, and internal hardware parts and/or subassemblies, contain dry natural rubber (latex). Direct contact with these components has the potential to cause allergic reactions. There has been no reported occurrences of the issue to date of adverse impact or harm to the user/operator as a result of this issue.

Manufacturer narrative:
This MDR is being submitted to correct a statement previously populated in the h10- additional mfg narrative section of the initial report. The report inadvertently included ¿a supplemental report will be submitted upon completion.¿ this statement is being corrected to ¿no supplemental report is required as investigational findings will be reported under correction/removal report number 1628664-10/31/23-001-c when the information is available. No further information will be provided under this manufacturer report number.

Event description:
Abbott has identified the alinity s system contains a latex subcomponent and is not labeled as containing latex. Precautionary labeling is being added to the alinity s system to inform the users of the presence of dry natural rubber (latex). The alinity s system solid waste container rubber band (ln 04u97-01) used to secure the biohazard bag to the solid waste container, and internal hardware parts and/or subassemblies, contain dry natural rubber (latex). Direct contact with these components has the potential to cause allergic reactions. There has been no reported occurrences of the issue to date of adverse impact or harm to the user/operator as a result of this issue.